Event description:
It was reported that stent damage occurred. The 91% stenosed, 30-32mm x 3.0-3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 32 x 3.00 promus premier drug eluting stent was advanced but failed to cross lesion and during withdrawal the stent strut was lifted up. The procedure was completed with another of same device. There were no complications reported and the patient is in stable condition.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the distal stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 91% stenosed, 30-32mm x 3.0-3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 32 x 3.00 promus premier drug eluting stent was advanced but failed to cross lesion and during withdrawal the stent strut was lifted up. The procedure was completed with another of same device. There were no complications reported and the patient is in stable condition.